Manufacturer narrative:
Concomitant medical product: c3tr01 crtp, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had the following issues; lead impedance warning, gradual increase in impedance, rising and variable thresholds. The lead remains in use. No patient complications have been reported as a result of this event.